Event description:
It was reported an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The reported issue could not be confirmed in the pump data logs. The customer declined to provide further information.